Event description:
I got the surgery actually earlier than 2008, but I have been having so many problems since I had gotten it done. Thought it was only in my head. Then I've seen other women complain about the same symptoms as me , so now I am ready to take action on it because this just ain't right. When I had the surgery done in 2004, I started getting really bad and sharp pains through my stomach. I went to the drs plenty of times, they told me it either this or that so I didn't really pay much attention to it, as every time I would go to the drs they would say that it was always something different. Anyway then I started getting depressed and started having anxiety. I had iron deficiency which is anemia and still having every one of these pains and symptoms till this day. One more thing, every time I get my period each and every month the pain gets worse and worse to where I can't even move. On top of that, I get such bad migraines including with stomach pains. I can't take this anymore, if I would have known the problems I was going to be getting when I had this done, I would have never gotten it done at all. God bless.